Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that two weeks ago the pump alarm started going off. The patient went to the healthcare professional's (hcp) office but her managing hcp was not there so she saw another hcp. The patient noted hot and cold sweats and they knew she was there for the alarm. The hcp turned the alarm off and the patient was still getting medication; however, the patient stated the hcp never came into the room she was in. A week later or so, the patient was going through withdrawal, hot/cold sweats and the alarm was still going off. The patient was scheduled for a pump replacement on (B)(6) 2017 so she didn¿t press the issue about her visit at the hcp's office. The patient stated that insurance did not cover the hospital so she had to reschedule the replacement for next week. The patient had bronchitis and was sick and this started last week. The patient needed to know why her pump was alarming and if she was still getting medication. When asked the describe the drug parameters the patient stated "I think 15 and the pushed it up to 16". No further complications were expected or anticipated.